Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no objective evidence that supports the patient¿s peritonitis was caused by a liberty cycler/cycler set malfunction or product deficiency. Per documentation in the medical records received, the patient¿s peritonitis was suspected to be related to the pd catheter (not a fresenius product).

Event description:
The hospital discharge summary was received on 16/apr/2019. The discharge summary received indicate the patient presented to the hospital (B)(6) 2019) with complaints of abdominal pain, nausea and vomiting with evidence of cloudy pd effluent. A pd effluent sample was obtained which revealed an elevated white blood cell (wbc) count of 3389 consistent with a diagnosis of peritonitis. The patient had a peripheral wbc of 17.1 (leukocytosis) on hospital admission as well. The patient was initiated on antibiotic therapy with vancomycin and fortaz intra-peritoneal (ip). Notably, the patient¿s vital signs remained stable and the patient¿s symptoms improved quickly with antibiotic therapy. The patient¿s peripheral wbc also improved to 13.5. Incidentally, the patient did require replacement potassium during this hospitalization for hypokalemia (potassium 2.9). Subsequently, on 11/apr/2019, the patient was discharged home with a plan to continue vancomycin (1 gram every 3 days) and fortaz (1 gram daily) ip for 10 days. However, during follow-up, the nurse indicated antibiotic therapy would likely be discontinued due to no organism growth in the pd culture. Per notation in the medical records, the source of the peritonitis was suspected to be related to the pd catheter (not a fresenius product). Additionally, during follow-up it was confirmed by two pd nurses that there were no fluid leaks, or any cycler/fresenius product issues related to the patient¿s peritonitis event. Moreover, the patient reportedly continues pd therapy with the same cycler without further issues.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for peritonitis. At this time, it cannot be determined what caused the patient¿s peritonitis event. However, there is no objective evidence that supports the patient¿s peritonitis was caused by a liberty cycler malfunction or product deficiency. Peritonitis is a well-known potential complication in pd patients. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance. During the call the patient contact stated that the patient was experiencing signs of peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient was experiencing cloudy pd effluent and abdominal pain on (B)(6) 2019 and as a result the patient went to the hospital and was admitted. A pd effluent culture was performed (B)(6) 2019, which was indicative of peritonitis. The nurse was not able to provide the culture results or white blood cell count in the effluent as the clinic has not received the hospital records. The nurse stated the patient was initiated on intra-peritoneal antibiotics; but the nurse could not confirm the drug or dose. The patient was discharged home on (B)(6) 2019 continuing ip antibiotic and pd treatment using the same cycler. The nurse was not able to identify a suspected cause for the peritonitis. The nurse reported the patient did not have any fluid leaks during pd treatment nor any cycler or any other fresenius product or drug issues in relation to the peritonitis event. A second follow up indicated that the pdrn stated that the patient¿s pd effluent culture had no organism growth. However, the nurse was not sure of the effluent¿s white cell count. The nurse stated the patient is currently on vancomycin 1-gram every 3 days and ceftazidime 1-gram daily ip. The pdrn stated that the because the pd culture had no growth the patient is likely to be discontinued from antibiotics.